Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user was seen on (B)(6) 2020 for follow-up mapping and in situ testing revealed affected channels. The user_s hearing performance with the device is affected. Although performance is difficult to assess as the user is very young.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6) 2020 for follow-up mapping and in situ testing revealed affected channels. The user_s hearing performance with the device is affected.